Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture, baker grade unknown¿, ¿intramammary papilla¿, and ¿small cysts in both breasts¿. The device remains implanted.

Event description:
Healthcare professional reported right side "capsular contracture," baker grade unknown, "poorly located prostheses, lateralized, out of the chest where it should be", ¿intramammary papilla¿, and ¿small cysts in both breasts.¿ patient representative reported "pain in the nipples, acute pain in the breasts, redness, anxiety and implant exchange due to concern with textured product." Patient representative also reported "fatigue, joint pain, muscle pain, difficulty concentrating, tingling/limb numbness, muscle weakness, temperature intolerance, sensitivity to light/sound, blurred vision, hair loss, dry skin/hair, slow healing, sinusitis; rash/skin lesions, visual disturbance, tinnitus in the ear, headache, mood swings, depression, weight gain, symptoms of chronic fatigue syndrome, inflammation, heart palpitations, irritable bowel/bladder and shortness of breath"; these events are not device related. The device remains implanted.

Manufacturer narrative:
Clarification to d.4: serial numbers (B)(6) were provided, corresponding sides cannot be confirmed at this time.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture, baker grade unknown¿, ¿intramammary papilla¿, and ¿small cysts in both breasts¿. The device remains implanted.